Event description:
It was reported the patient had low impedances in the past. It was further reported they had their ventral intermediate nucleus implantable neurostimulator (ins) placed in 2007 and the ins was replaced in 2011. The ins had begun to have impedance measurements in the 400¿s around (B)(6) 2012 but the therapy still was maintained and they didn¿t have any side effects. It was stated on (B)(6) 2014, the impedance dropped to 292 and the battery was due to be replaced (the current drain was 96). It was noted the ins was changed in (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v064265, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v049666, implanted: (B)(6) 2007, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).